Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).

Event description:
It was reported that the catheter dislodged/migrated at the extra spinal area occurred. The reporter stated that she believes that the catheter had "come loose" from the spinal site but it was not exactly clear. It was noted that the patient had a computed tomography (CT) scan done, however, the date was not provided. It was indicated that a catheter revision was planned. It was reported that there were no patient injury or signs or symptoms related to the event. The drug delivered via pump was bupivacaine and dilaudid.

Manufacturer narrative:
(B)(4).